Manufacturer narrative:
The stuck button might have been caused by the external impact or wear of this part. Based on the complaints review and repair technician¿s device evaluation results, the control panel was in use for over 5 years and it may suggest that it could fail due to normal degradation, especially with frequent use. The instructions for use for citadel bed (830.213-en rev. F) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. To sum up, the arjo device failed to meet its performance specification since the backrest was moving without any commands being given. There was no indication of the patient's involvement. The complaint was assessed as reportable due to the customer's allegation that the backrest section was moving unintentionally.

Event description:
Following the information gathered, there was an indication of an unintended movement on the citadel bed. It was reported that the backrest was elevating on its own without any buttons being pressed. The bed evaluation revealed that the control button on the safety side rail was stuck. The faulty side rail was replaced which solved the issue. There was no indication that the bed was used by a patient during the incident.